Event description:
Livanova received report that an error message "short-term internal error, functionality preserved - centrifugal pump 1" was displayed on a centrifugal pump cp5 after standard setup of the machine. The cp5 device restarted itself several times. The perfusionist restarted cp5, but it did not help, so decision was made to work with roller pump. After 30 minutes also the s5 machine restarted itself. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in banská bystrica, slovakia. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The whole s5 system and cp5 were found to be working within specifications. Serial read-out of all pumps in use on the s5 system was analyzed revealing that the same issue was stored on all the read-outs at the same moment on the day of the event. It was reported that an electronic cutting knife is used in the operating theater. This could be the source of the devices restart. The most likely root cause of the reported event can be traced to interference from high frequency devices and in detail to the use of the electronic knife. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H.10: through follow-up communication livanova received confirmation that the pump restarted itself. As stated in the initial report, it was possible to exclude a hardware failure of the console and the most likely root cause of the reported event was traced back to external interferences from high frequency devices. Indeed, it was reported that an electronic cutting knife is used in the operating theater which could be the source of the devices restart. Reportability decision changes to not reportable event based on the fact that the pump restarted by itself. If a reset occurs, the pump restarts itself therefore the event is not likely to result in serious injury. In addition, the issue did not recur and the device is functional at the customer site. Thus, the reported event is assessed as not reportable.